Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 28 mg/dl at the time of the incident. The customer was at 93 mg/dl at the time of the call. The customer used food and glucose tablets and was given gel packets to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer stated they were receiving too much insulin. Troubleshooting was completed but did not resolve the issue. The customer's doctor had made changes to the basal rates 3 weeks prior to the incident. The insulin pump will be returned for analysis.